Manufacturer narrative:
Additional information: death due to congestive heart failure and natural causes. Patient medical history includes ischemia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad and one resolute onyx stent was implanted into the 3rd obtuse marginal. Approx 5 weeks post index procedure the patient died. The investigator assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated death as cardiac, due to congestive heart failure, no stent thrombosis. If information is provided in the future, a supplemental report will be issued.